Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.043.001. Lot: 20253901. Manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: december 03, 2020. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the universal chuck was received at us customer quality (cq) and sent to r&d team zuchwil. Upon visual inspection performed by r&d team, no defects were identified on the device itself. After examining the chuck on the subcomponent level, the top cap and jaws guide are assembled via a threaded connection and glue. The turning jaws will pull the jaws guide inwards. The inward movement could have lead to jam the jaws in the jaws guide and prevents it from opening. The complaint condition can be confirmed. Functional test: a ¿tp¿ chuck used in the verification testing was examined for comparison, the gap between top cap and jaws guide is barely visible to nonexistent. However, when tightening the chuck, it was noticed that the jaws guide is moving inwards, and a gap could be seen. After further examination, a quick test was performed; while the chuck is open a ø6.3mm drill was inserted, it passed freely, then the same chuck locked a ø6mm pin buried under the top surface to allow passing the same drill, the drill didn¿t pass and a ø6.2mm drill passed with some force. This experiment showed that the jaws guide is moving inwards and outwards when the chuck was closed and opened. Eventually the top cap became loose. So, the device was functioning but it didn't operate smoothly throughout the experiment. Hence the device failed to completely performed as intended. Dimensional inspection: the dimensional inspection was not performed due to complex geometry of the device. Document/specification review: based on the date of manufacture, the following drawings, reflecting the current and manufactured revision were reviewed. Universal chuck. Conclusion: the complaint condition was confirmed. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a case on an unknown date, the universal chuck was frozen half and cannot be tighten or used. The case was successfully completed with no surgical dely. There was no patient issues. This report is for one (1) universal chuck. This is report 1 of 1 for complaint (B)(4).